Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, the delivered tidal volume did not match the set tidal volume value. The device's external flow sensor was replaced to address the issue.